Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. The reported difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It was reported that the device was used to treat the left renal artery. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instructions for use states: the nc trek rx coronary dilatation catheters are indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion and balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction. The investigation was unable to determine a conclusive cause for the reported difficulty removing the device; however, the reported separation appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Na

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
It was reported that the procedure was performed to treat a lesion in the left renal artery. A 5x20mm nc trek balloon dilatation catheter (bdc) was advanced without resistance, and the shaft separated inside of an unspecified stent. A snare was used to successfully retrieve the separated portion. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.